Manufacturer narrative:
Imaging evaluation summary: the imaging evaluation performed by a clinical imaging specialist showed the following: three time-points available for evaluation: pre-implantation cta dated on (B)(6) 2024, post-implantation cta dated on (B)(6) 2024, and post-implantation cta dated on (B)(6) 2024. Pre-implantation CT of the chest without contrast dated on (B)(6) 2024 shows there is a thoracic aortic aneurysm in the thoracic aortic arch. Post-implantation chest cta dated on (B)(6) 2024 shows: contrast is visualized outside the implanted devices at the level of the gore® tag® thoracic branch endoprosthesis and the side branch junction into the lsa. The length from the proximal circumferential device (gold band) to visualization of contrast pooling in the aneurysm sac appears to be 1.5 cm, by outer curve length. Thereby, suggesting the endoleak may be a gutter leak which is classified as a proximal type I endoleak. Post-implantation chest cta dated on (B)(6) 2024 shows: contrast is still visualized outside the implanted devices at the level of the gore® tag® thoracic branch endoprosthesis and the side branch junction into the lsa. This finding supports the gutter leak found on the (B)(6) 2024 time-point. So, a proximal type I endoleak is confirmed.

Event description:
The following was reported to gore: on (B)(6) 2024, the patient underwent an endovascular procedure to treat a thoracic aneurysm utilizing a gore® tag® thoracic branch endoprosthesis. Procedure went well. Field sales associate (fsa) was not present for this case. On (B)(6) 2024, the patient underwent a reintervention to treat a type 1a or 2 endoleak near the left subclavian artery. Physician was not sure which type of endoleak it was. Physician implanted a gore® tag® thoracic branch endoprosthesis (aortic extender) proximally and that resolved the endoleak. There was perfusion of the aneurysm but unknown on the aneurysm size.

Manufacturer narrative:
H6: code c19 - a review of the manufacturing records indicated the lot met all pre-release specifications. H6: code b20 -the device remains implanted and was therefore not available for engineering evaluation by gore. According to the gore® tag® thoracic branch endoprosthesis instructions for use (IFU), potential adverse events that may occur and/or require intervention include but are not limited to endoleak and reoperation. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may have not been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.